Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected, indicating a fill estimate issue. There was no adverse impact to the customer's blood glucose level. The customer was informed that using insulin drawn from a pen instead of a vial can lead to this issue and was advised to use a vial instead. Technical support explained that the static display is due to variations in measured pressures, and once the insulin amount matches the static number, it will return to normal function. The customer understood and acknowledged the explanation.